Event description:
While removing trial tibial insert, resident broke a small piece off of the trial insert. The trial insert was removed from between the femur and tibia by the resident, and the surgeon removed the smaller, broken piece from between the femur and tibia. Both of the two pieces were removed from the field. Both pieces fit perfectly together. Wound was irrigated well with antibiotic solution by surgeon. Both of the two pieces were decontaminated, bagged, labeled and placed in orthopedic supervisor's office.